Manufacturer narrative:
Based on the claim against the product by the customer noting broke, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the prograsp forceps instrument broke at the tip inside the patient. An x-ray was performed; no parts were left in the patient. The procedure was completed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the instrument tip broke in the patient, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the prograsp forceps instrument to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a grip pin missing. As a result, the grips were returned in two separate pieces. The missing pin was not returned. The instrument was found to have a frayed grip cable at the distal end.